Manufacturer narrative:
Film evaluation results are: the proximal ¿e¿ marker was confirmed to have been sewn on the correct location of the bifurcate; however, the alleged sewing of the ¿e¿ marker in the reversed (¿9¿) orientation could not be confirmed or ruled out. Although the ¿e¿ marker had the appearance of a ¿9¿ instead of an ¿e¿, from the limited images with only a-p stent graft orientation, it could not be confirmed that the ¿e¿ marker was actually sewn reversed. Since the images provided showed the ¿e¿ marker on the lateral/right side, this single viewpoint could not determine if the ¿e¿ marker had been rotated slightly toward the viewer ('e' observed from the outside of the fabric) or away from the viewer ('e' observed from the inside of the fabric). Depending on the rotation of the bifurcate, a properly sewn ¿e¿ marker may have the appearance as being sewn on reversed (look like a ¿9¿) if the bifurcate was rotated away from the viewer with the marker visualized from the inside of the fabric. No other images of the stent graft from any other angles/ rotations, or prior to stent graft deployment, were available for review.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the "e" marker on the eiis bifur graft appeared to be reversed. The physician wanted the contralateral gate to be in an anterior position and positioned it accordingly. The gate was cannulated easily and the case went very smooth. The "e" marker appeared on the correct side of the proximal portion of the graft but it appeared to be pointing backwards. The physician did not notice the orientation of the "e" marker, but the medtronic clinical specialist and the medtronic tm noticed it. The cause is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.